Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
(B)(4) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2011. Baxter representative contacted gpv and reported the nurse at the facility observed a hole in the bag and air went into the patient. The reporter denied having further follow up information and stated to follow up with the nurse. Product surveillance contacted the nurse on (B)(6) 2011 and the patient has able to resume therapy after starting over with new supplies. She saw bubbles in the patient line and there was a hole on the bag between the frangible tubing and the connector piece at the end. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.